Event description:
Caller reported testing receiving a freestyle reading of 231 mg/dl. Customer was having a seizure and the paramedics were called. Paramedics transported customer to the hospital. Hospital reading was 45 mg/dl. Hospital administered juice.